Manufacturer narrative:
Siemens filed the initial MDR 2247117-2019-00057 on 14-jun-2019. Additional information (2-aug-2019): siemens headquarters support center (hsc) reviewed the information provided. The issue was resolved by decontaminating the instrument and substrate system and replacing multiple components (bottles and filters). The service performed was routine troubleshooting and there is no evidence of a product nonconformance. There were no further errors reported on the instrument, system is functioning properly without issues. Section h6 was updated to reflect the additional information. The instrument is performing within specification. No further evaluation of the device is required.

Manufacturer narrative:
A technical application specialist (tas) was dispatched to the customer site. The tas performed an inspection of the instrument wash station that showed contamination due to normal use, the dilution well that showed crystallization, the reagent probe and the sample probe that showed signs of scratch and contamination. The tas replaced the dilution well and ordered a new reagent probe. The tas checked the precision of the instrument for ca 19-9, gi-ma testing with all results within expected range. An investigation by the tas found that the instrument water line was disconnected during run mode. The customer was instructed to not disconnect the water line during run mode. A customer service engineer (cse) was dispatched to the customer site. The cse replaced and adjusted the sample and reagent probe. The customer claimed to have obtained discordant intact parathyroid hormone (ipt) results post service. The discordant ipt results were not available at the time of this report. A cse was dispatched a second time to the customer site. The cse replaced the wash station and wash sump. The cse ordered additional parts. Instrument files were extracted for review. A follow-up appointment was arranged. The cause for the discordant falsely elevated ca 19-9, gi-ma sample result is unknown. Siemens is investigating the issue.

Event description:
A discordant, falsely elevated cancer antigen gi-ma (ca 19-9, gi-ma) patient result was obtained using immulite 2000 xpi. The initial result was reported to the physician(s). The sample was repeated using the same immulite 2000 xpi. The repeat result was correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated result.